Event description:
It was reported that cadd legacy pump alarmed double beep with cassette, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt and fluid ingression was found on the chassis base, but the general condition of the device was good. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is attributed to user interface as fluid ingression was found on the chassis base of the downstream occlusion sensor which possibly caused the reported issue. The downstream occlusion sensor will be replaced. The reported product is beyond 2 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: catalog number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.